Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-13101. It was reported that the catheter clotted during the procedure. Two renegade hi-flo microcatheters were used with tandem microspheres and doxorubicin for a transcatheter arterial chemoembolization (tace) treatment procedure of the liver. The tandem was successfully delivered and implanted; however, during treatment, both catheters clotted. The catheters were removed and a different device was used to complete the procedure. Post procedure the patient was normal and ok.